Event description:
It was reported that customer¿s continuous glucose monitor showed error message 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed that error message did not return after reset, and successfully started new sensor session.